Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all pca devices were sluggish. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pca devices were sluggish. A technical support specialist (tss) found that station database (db) indexes were missing. The tss resynced all pca devices as some of these stations had incorrectly configured db files, corrected the issue, and shrank the dbs to a very reasonable size for every pca station to resolve the issue. The db was then about 6 gigabytes. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all pca devices were sluggish. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.